Event description:
It was reported that an alert was generated for right ventricular intrinsic amplitude out of range for a measurement that was not available at the time of transmission. Review of a stored atrial tachycardia response (atr) electrogram (egm) identified oversensing of fine noise on the rv channel resulting in one beat of pacing inhibition. Further review of the stored egm showed an inappropriate atr episode due to far-field r-wave oversensing (ffrwos). In clinic review was performed to further assess the system. All device measurements were satisfactory and no oversensing or inhibition was observed during the office visit. Automatic gain control (agc) was programmed off and fixed sensitivity at 2.5mv was programmed on the rv channel. The reprogramming was performed to alleviate inappropriate sensing and pacing inhibition. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.